Event description:
The facility representative reported a flo-gard infusion pump that "does not turn on still connected." It is unknown this event occurred; however, it occurred in the pediatric emergency room area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that ''does not turn on still connected'' was confirmed and duplicated by baxter service personnel. The root cause of this condition was not determined. Due to an obsolete part, this device was returned un-repaired to the customer. Should additional information be received, a follow-up medwatch will be submitted.